Event description:
The device was explanted when it could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device would not communicate when received. Analysis revealed that the battery was depleted. The device's current drain measurement was found to be normal. The battery was returned to the v endor for destructive analysis. No anomalies were detected. The cause of the battery depletion was not determined due to damage sustained, during high voltage testing on the automated electrical system.

Event description:
Information received indicates the head up function is not working.